Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0swf3, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was sciatica on the same side as the implant and it got to her knees. She inquired if there was a connection between the device and the sciatica symptoms. The patient still saw the nurse practitioner where she had been seeing her health care professional. The patient later reported that she thought there was pressure on the sciatic nerve. She sat less when it hurt. She lied down as little as possible and it would hurt when she was in bed. The patient later reported that there was still pain. Troubleshooting and interventions already performed included trying new programs, and lowering and increasing settings. Nothing seemed to help after switching programs. Bladder control was doing fine. It was just pressing on the nerve in the leg. The device was pressing on the sciatic nerve and causing it to start in the middle of the butt and went down the leg and sometimes the stimulator stimulated the whole leg. The patient was not sure when the issues started, but it started a few months ago and got worse starting on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.